Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 700 mg/dl. The customer's another blood glucose was 319 mg/dl. The customer reported that they had bitten by a spider and they had an abscess behind the knee. The customer was treated by insulin drip and intravenous fluid. Troubleshooting was declined for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.